Manufacturer narrative:
Please note that this age is the average age of the patients reported in the "complete removal group" on the poster, as the actual age of patients involved was not provided. Please note that this date is based off the date that the conference at which this poster was presented began as the actual event date was not provided. Section d information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
(B)(6) 2016: literature/e1a (lit/rep): pizarro-berdichevsky, j., clifton, m.m., dielubanza, e.j., gill, b.c., okafor, h.t., faris, a.e., rackley, r.r., moore, c.k., vasavada, s.p., goldman, h.b., quirouet, a. And risk factors for sacral nerve stimulator lead breakage at the time of lead revision or explantation. Annual meeting of the society of urodynamics and female urology. 2016. Summary: sacral neuromodulation is a highly effective therapy for indicated conditions. Up to 30% of patients will require lead revision within 5 years of implantation. This study investigated lead breakage during removal at our institution. Risk factors for lead breakage during removal were identified. Reported events: 6 male patients with sacral neuromodulation (snm) underwent complete removal of the lead during a lead revision or explantation. Forty-two of these removals occurred more than 37 months since implantation. Additional information has been requested from the corresponding author regarding event dates, product information, alleged issue (reasons for revision or explant), symptoms, troubleshooting, diagnostics, actions/interventions (how many revisions vs how many explants), patient outcomes, causes/factors, and patient identification, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. No specific device information was provided. Please see attached poster presentation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.